Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) 20mmol/l with polyuria, polydipsia and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: the last bolus delivery was a 2.00u bolus on (B)(6) 2015 at 19:57. On (B)(6) 2015 at 19:57 a replace cartridge alarm was recorded; deliveries never resumed. Pump was exercised for 24-hrs with no eaw¿s. The daily insulin delivery totals add up correctly and reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.